Event description:
After having exchanged the guiding catheter with this guidewire they observed that the coating was peeled and kinked with a hard tip very dangerous that could have caused a serious damage (aortic dissection). Upon receipt of the device, the preliminary evaluation indicated that there was "kinked and exposed wire at 4cm from distal." The wire was removed from the dispenser by the distal floppy end. The wire was not kinked or damaged in any way prior to insertion into the patient. It was not re-shaped by the user. A "drilling" or "jack-hammer" technique was not used to recannulize the vessel. The wire tip was visible on fluoro throughout the procedure. There was no resistance/friction between the wire and other device, during insertion or withdrawal into another device. The wire kinked while being used. The wire tip did not repeatedly prolapse during placement. The wire tip was not advanced into the distal vasculature. It did not become fixed or caught at any time prior to the event, during advancement or during withdrawal. The wire was not torqued against resistance. It was removed intact in one piece from the patient and the patient "is ok."

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. This device was returned for testing and evaluation but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After having exchanged the guiding catheter with this guidewire they observed that the coating was peeled and kinked with a hard tip. The wire was removed from the dispenser by the distal floppy end. The wire was not kinked or damaged in any way prior to insertion into the patient. It was not re-shaped by the user. A 'drilling' or 'jack-hammer' technique was not used to recanalize the vessel. The wire tip was visible on fluoro throughout the procedure. There was no resistance/friction between the wire and other device, during insertion or withdrawal into another device. The wire kinked while being used. The wire tip did not repeatedly prolapse during placement. The wire tip was not advanced into the distal vasculature and did not become fixed or caught at any time prior to the event, during advancement or during withdrawal. The wire was not torqued against resistance. The product was removed intact in one piece from the patient. There was no injury to the patient. One non-sterile dgw .035 fc j3mm 260cm tef was received coiled inside of a plastic bag. It was observed that the product had several kink/bent conditions over the guide wire. The guide wire distal tip presented a kink/bent and a stretched condition at 257 cm from proximal end guide wire. The core wire had a kink/bent condition, and is located outside of the core retraction zone. The device was observed under microscope and a kink/bent and a stretched condition over the distal tip at 257 cm from proximal end guide wire was confirmed. The core wire had a kink/bent condition, and is located outside of the core retraction zone. (B)(4). The reported failure by the customer 'distal tip - kinked/bent-in patient and distal tip - unraveled/stretched' was confirmed during analysis due to the received condition of the device. The cause of the damages presented by the device could not be conclusively determined, however these do not appear to be manufacturing related of the product. Procedural factors are most likely contributing factors. Neither the DHR review nor the product analysis suggests that failures found are related to the manufacturing process. Therefore no actions will be taken.